Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff leak and was unable to hold pressure. It required emergent change of tube and patient subsequently developed 100% right pneumothorax that could be associated to barotrauma.